Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 306 mg/dl after initiating ilet pump therapy, following a meal announcement and a subsequent dexcom g7 sensor disconnection; the pump was reported to be correcting glucose by the end of the call. Symptoms included high blood glucose. Outcomes included no hospitalization or emergency intervention, and no clinical injury reported. Investigation included troubleshooting and user education regarding hyperglycemia management and device use. Investigation of this case revealed no confirmed device malfunction, and the cause of the hyperglycemia was unclear given the recent start of pump therapy and sensor disconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.